Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had broken battery tube threads and cracked reservoir tube. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 720 mg/dl. Customer was treated with insulin drip. It was also reported that the insulin pump was damaged and there was big crack on insulin pump however there was no damaged on reservoir lip ring. The insulin pump will be returned for analysis.